Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty extending the helix on this lead. Once in place the lead exhibited intermittent capture and high pacing impedance measurements of 1500 ohms. The physician then experienced difficulty retracting the helix. The lead was attempted in the right ventricular (rv) lead and not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.